Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high white blood cells (wbc) result generated by the coulter lh 750 analyzer on a patient that has elevated cryoglobulins. The customer performed a manual wbc estimate and reported lower wbc result. A new specimen from the patient tested 5 days later gave a wbc result with the instrument generated flags. The erroneous results were reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a gastric bypass procedure, the device was used for most of the case. When they went to activate the device the blade tip broke off and fell into the patient. It was retrieved with graspers. The device was not activated near existing clips or staples. A new device was used to complete the procedure. There was no patient impact.